Event description:
It was reported that there were concerns that the reported subcutaneous implantable cardio defibrillator (s-ICD) is experiencing premature battery depletion (pbd) and battery depletion alert. Boston scientific technical services (ts) confirmed the power consumption continues to increase in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The device was explanted. No additional adverse patient effects have been reported.

Event description:
It was reported that there were concerns that the reported subcutaneous implantable cardio defibrillator (s-ICD) is experiencing premature battery depletion (pbd) and battery depletion alert. Boston scientific technical services (ts) confirmed the power consumption continues to increase in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The device was explanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.